Manufacturer narrative:
This supplemental report is being submitted to report the correction of MFR report #8010047 - 2021 - 01794. If significant additional information is received, this report will be supplemented.

Event description:
More accurate description on the malfunction is being provided as follows. During the preparation for use, the user found that the foreign materials were clogged at the channel of the device.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. Olympus repair center found the following. Suction value was out of standards due to the broken channel tube. Air washing function was out of standards due to a deformed nozzle. The up direction of angulation was out of standards due to the worn angle wire. The up and down knob of angulation was out of standards due to the worn angle wire. The bending section rubber was cracked. There was leakage on the pin-hole of the bending section tube. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the repair of the device, the user found that the foreign materials were clogged at the channel of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.